Event description:
Info received indicates the bed has no functions working but the power indicators are on.

Manufacturer narrative:
The technician replaced the power control module to repair the bed.